Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was in critical override and drawer 4 was failed. Customer stated that there had been power flickering on the machine before the issue occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was in critical override and drawer 4 was failed. A technical support specialist dialed into the system, disabled and enabled the card and rebooted the system, and confirmed no critical override sign but the hardware issue failed to resolve. The field service engineer (fse) then reseated the associated cables and replaced the inseparable on drawer 4 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot and field service engineer repaired the device.